Manufacturer narrative:
An engineer was dispatched to the hospital to review the sampling technique of the sampler and the facilitator who took the sample that tested positive. There were no deviations found during the audit. As part of the investigation, the scope was sent to an external expert for destructive sample testing. The summary of the report is the following; the destructive sampling identified following microorganisms that are categorized high concern organisms- candida glabrata and shewennella putrefacians. The reported escherichia coli was not identified in the initial sampling. Additionally, the external expert visually inspected the distal end of the scope and noted the following bleaching of the glue of the distal bending section and around the distal objective lens. Surplus of glue around the distal objective lens and light guide lens. Missing portion of glue around the distal air/ water nozzle. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the reprocessing procedure review, the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge aer to reprocess the subject scope. Based on the investigations, the glue condition was potentially due to insufficient reprocessing procedures cannot be ruled out as a contributory factory of the reported positive scope culture.

Manufacturer narrative:
The scope was forwarded to an independent laboratory for sterilization and then returned to the service center for service/repairs to have the biopsy and suction cylinder/channels replaced. Due to destructive sampling testing that was performed (the distal end cover, bending section cover, distal end elevator wire and forceps raiser were disassembled) further device analysis could not be performed. The asset scope will be returned to inventory. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. As part of the investigation, an endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facilities reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. A reprocessing in-service was performed at the facility on june 25, 2019. The cause of the reported event cannot be determined at this time as the investigation is ongoing. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
The manufacturer was informed that during a post market study, the scope cultured positive for escherichia coli after reprocessing. There were no associated patient infections reported.